Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient could not read anything without glasses, patient definitely wanted improvement in the close range and also dissatisfied with distant vision. Also it was stated that, regular posterior chamber lens, lens in loco, gentle secondary cataract, church window phenomenon was reported. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
On initial MDR the product problem code of 3190 was an error. It should have been 2993 on the original MDR the manufacturer internal reference number is: (B)(4).